Event description:
Boston scientific crm received information that this 4137 atrial lead dislodged. During the lead revision procedure, multiple attempts were made to position a new 4456 lead. Due to the pt's tissue, the lead could not be implanted. The 4137 lead was successfully repositioned.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the analysis is based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the quality documents showed a regular manufacturing process.